Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. See report 2124215-2016-11161 for analysis results of reason for explant.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over six and a half years later due to an issue reported in report 2124215-2016-11161. The ICD was returned and underwent analysis.